Event description:
During an in-clinic follow-up, a diagnostic anomaly occurred in which a rapid drop on battery longevity was observed. Abbott technical support was contacted, and the device was reprogrammed to clear the diagnostic data. The longevity estimate returned to normal. The patient was in stable condition.